Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. It was noted that there was no air/water flow due to clogged nozzle. There were cracks found on the adhesive of the bending section cover, a cut on button 1 of the switch, the right/left knob was grinding with play evident, dents on the distal end plastic cover, chip on the light guide lends, surface scratches on the insertion tube, dents at the gold pins of the scope connector and the color was fading on the control body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had problems with the air/water channel following a therapeutic procedure. Upon inspection and testing of the returned device, it was observed that there was no air/water flow due to clogged nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the reported issue regarding white foreign material clogging the air/waster nozzle was confirmed. This issue is addressed in the instructions for use (IFU): ¿warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Rinsing the endoscope and accessories following disinfection.¿ olympus will continue to monitor the field performance of this device.